Manufacturer narrative:
Event date: (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the seam. This event occurred before use of the device. It was further reported that the bag leaked "under the 200ml mark on the left side of the bag". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed an unsealed weld under the 200ml mark on the side of the bag. Functional testing was performed by filling the bag with water, and a leak was observed from the unsealed weld. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, the supplier of the component has been notified of this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.